Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited high impedance and noise episodes. Fractured lead was suspected but was not observed under diagnostic imaging. During lead revision, insulation anomaly was noted. The lead was explanted and replaced. The patient was asymptomatic.